Event description:
During an atrial fibrillation ablation procedure blood was noted to be leaking from the handle when the catheter was moved. The procedure was completed using a new catheter, with no adverse consequences to the patient.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during leak testing and a blood-like substance was noted within the handle. Further analysis revealed a leak at the bonding joint between the distal and proximal irrigation tubes, consistent with the leak detected. As a result of this finding, abbott is performing further investigation.